Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that a patient developed a rash underneath the front therapy electrode. On (B)(6) 2016, the patient reported that after using multiple creams the irritation had not improved. The patient's physician instructed the patient to remove the lifevest to allow the rash to heal. The patient ended use of the lifevest. The medical outcome of the irritation is unknown.